Event description:
Boston scientific received information that post implant this right ventricular (rv) lead exhibited increasing impedances and the next morning, impedances were out-of-range (oor) at greater than 2000 ohms and loss of capture (loc) with oversensing. The lead was electrically abandoned until the revision was done. The lead was successfully re positioned and remains in service. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.